Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview 6 pro was defective and does not have any other information. Device was put in room where all defective products are put in to be returned to vendors the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130714, 25130591 and 25130562 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The vv6 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The bisector toggle moved back and forth with ease, however, the blade remained in its natural retracted position. A mechanical evaluation of the vasoview 6 pro bisector was conducted. The handle was opened to inspect the ball assembly. The pull rod ball was slightly dislocated from its original position inside the housing. The pull rod ball was repositioned correctly to its original position inside the housing and the blade advanced with no failures, using the bisector toggle. Signs of blood and some charred tissue were observed on the blade. No specific failure mode was reported. Based on the returned condition of the device and the results of the investigation, the analyzed failure "mechanical issue" was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that vasoview 6 pro was defective and does not have any other information. Device was put in room where all defective products are put in to be returned to vendors the hospital did not report any patient effects.